Event description:
Boston scientific received information that during the implant procedure; this right ventricular defibrillation lead was attempted to be inserted into the middle cardiac vein. As the lead was pulled back, it was noted to be very tight. A great deal of force was used to pull the lead back, that the pocket was pulling. The lead eventually was pulled out; however, it was noted that the proximal coil had come apart from all of the force applied to pull the lead out. A new lead was successfully implanted and the procedure successfully completed. The attempted lead was discarded at the hospital and will not be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The attempted lead was not returned to boston scientific, therefore, the clinical observations could not be confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.